Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) had a defective connector on the power brick. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the power brick connector was defective. The root cause for the defective power supply brick connector could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.